Manufacturer narrative:
The returned plug was evaluated. There was some very minor deformation on the threads that was visible under magnification, which is consistent with usage. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3004485144-2016-00408 - 3004485144-2016-00419.

Event description:
It was reported that during a procedure, the plugs became splayed, which contributed to an hour delay of the procedure. This was reported as a tumor case where surgeon removed a significant amount of the lumbar/sacrum spine. When the surgeon started building the unique construct, they needed to bend the crosslink to make it almost a 90 degree curve. When this failed, they tried to bend the rod into a ¿u¿ shape and the force they had on the rod holder while bending it caused the rod holder to break. At the end of the procedure, the doctors needed to final tighten all plugs in the screw tulips and in the open to open connectors. While doing this, the surgeon was not able to get the anti-torque on the open to open connectors, which resulted in the plugs being splayed. Further, a few of the other plugs that were in the screw tulips also ended up splaying. There was no impact on the patient due to instrumentation, but delayed the procedure an additional hour. This is report twelve of twelve for this event.